Event description:
It was reported that the insulation failed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Dings and scratches were noticed throughout the shaft. The insulation was tested for damages. The insulation failed the insulation scan test. The probable root cause/s could be user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation failed.